Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual and microscopic inspection of the returned device revealed that the distal end of the balloon was detached/separated. Performance test found that device was flushed and passed the mandrel without any difficulties. Information from the complaint stated that the device was in good condition prior to use and was prepared as per device instruction for use (dfu). In addition, the physician reported that anatomy was tortuous. It is probable that the damage observed to the balloon was caused by friction due to some anatomical and procedural factors. Therefore, an operational context will be assigned to the reported event.

Event description:
The analysis of the returned device revealed that distal end of the balloon was detached/ separated. No consequences were reported as a result of this event.